Event description:
A customer reported that there were problems with knife blades. Additional info provided by the customer indicated that several blades were opened until one good blade was found to make incision. There was no pt harm or injury reported.

Manufacturer narrative:
Two opened and three unopened samples were returned. Eval of the samples under magnification showed that the three unopened samples were found to be visually conforming. The two opened samples were found to be visually nonconforming for damaged cutting edges. The three unopened samples were tested for penetration and found to be conforming. The device history records (DHR) for the reported lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR reviews and the product was released according to manufacturer's acceptance criteria. The root cause for the damaged knife is unk. However, it is unlikely that the damage occurred during the manufacturing process. (B)(4).